Event description:
It was reported while testing for sars cov-2 with bd sars-cov-2 reagents for bd max¿ system false positive results are obtained. There was no report of confirmatory testing or patient impact. (B)(4) the following information was provided by the initial reporter: it was reported that they continue to get false positive on the bdmax

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. 44500301) unknown lot # was performed by the verification of complaints history. Customer reported false positive results with the bd sars-cov-2 reagents for bd max¿ system. This customer has previously filed complaints for the similar issue. Aside from the information available in the complaint text, despite multiple attempts to receive information from this customer, no additional data was received. No analysis was possible and the root cause could not be identified. Based on the limited available information, the cause of the customer results cannot be found. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents product. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 with bd sars-cov-2 reagents for bd max¿ system false positive results are obtained. There was no report of confirmatory testing or patient impact. Eua# (B)(4). The following information was provided by the initial reporter: it was reported that they continue to get false positive on the bdmax.